Manufacturer narrative:
(B)(4) (exemption number e2015036). (B)(4).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded 40 cfu comprised of the following 6 isolates: 1: positive cocci - staphylococcus cohnii, 2: positive cocci - staphylococcus capitis, 3: positive cocci - staphylococcus aureus, 4: positive cocci - staphylococcus aureus, 5: positive rods - bacillus idriensis, 6: positive rods - corynebacterium tuberculostearicum. Study number (B)(4). The loaner duodenoscope was received by pentax medical for evaluation on 14/mar/2019. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed on (B)(6) 2019 yielded 5 cfu comprised of the following 2 isolates: 1: positive cocci - staphylococcus epidermidis, 2: positive cocci - staphylococcus epidermidis. Study number (B)(4). The duodenoscope was inspected by pentax medical service on 09/apr/2019. Inspection findings included the following: distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, passed dry leak test, unit tested, all function pass. Since no repairs were required, the duodenoscope was delivered to the customer on 11/apr/2019 after having been resampled and cultured, with results meeting the acceptance criteria for reculturing. If all culture results fall into one or more of the following categories, the duodenoscope is returned to the test site for further use: (zero) colony forming units(cfu) of high concern bacteria, (zero) colony forming units(cfu) of low/moderate concern bacteria, 1-10 colony forming units(cfu) of low/moderate concern bacteria.